Manufacturer narrative:
No medical images or medical records have been made available to the manufacturer. As the lot numbers for the devices were not provided, a review of the device history records cannot be performed. The devices have not been returned to the manufacturer for evaluation. A journal article was reviewed and the investigation regarding the reported event is currently underway. Nazzal, m., chan, e., nazzal, m., abbas, j., erikson, g., sediqe, s., & gohara, s. (2010). Complications related to inferior vena cava filters: a single-center experience. Annals of vascular surgery, 24(4), 480-486. Doi:10.1016/j.avsg.2009.07.015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
An article in the annals of vascular surgery 2009 titled "complications related to inferior vena cava filters: a single -center experience " was reviewed. At some time post filter deployment, CT scans demonstrated filter tilt. There was no known impact or consequence to the patients.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Journal article review: a retrospective review of 400 inferior vena cava (ivc) filters (greenfield, trapease, tulip, bard, simon nitinol) placed in patients at the university of toledo over a 4 year period (01/2002 to 01/2006) was performed to evaluate the incidence of early and late complications related to the filter insertion. Filters were inserted via the femoral approach and jugular approach with a technical success rate of 100%. The indications for filter insertion included venous thromboembolism, deep vein thrombosis, pulmonary embolism (pe) and prophylaxis for trauma and surgery. The early complications included small hematomas and insertion site bleeding with subsequent ecchymosis. They were infrequent and of minor nature, occurring in four patients (bard=1). Other complications included: ivc thrombosis in 19 patients (bard=3, simon nitinol=1); pe in 6 patients; thrombosis of the ipsilateral limb in 15 patients (bard =1); and malpositioning and tilting of the filter in six patients (bard=4) . Two patients underwent mechanical thrombectomy with angiojet in which one of them developed reversible acute renal failure due to hemolysis with a prolonged stay in the hospital. A third patient underwent chemical thrombolysis with no complications. In all three patients the thrombosis resolved completely. There were no mortalities in this study group. No cases of filter migration was encountered in this study; however, a case of an embolization of a broken arm of a bard filter to the lung was previously reported. Nazzal, m., chan, e., nazzal, m., abbas, j., erikson, g., sediqe, s., & gohara, s. (2010). Complications related to inferior vena cava filters: a single-center experience. Annals of vascular surgery, 24(4), 480-486. Doi:10.1016/j.avsg.2009.07.015. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: -movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
An article in the annals of vascular surgery 2009 titled "complications related to inferior vena cava filters: a single -center experience" was reviewed. At some time post filter deployment, CT scans demonstrated filter tilt. There was no known impact or consequence to the patients.